Event description:
The site reported the following: a jetstream xc 2.4 atherectomy set would not advance over the aortic bifurcation. The jetstream device is reported to have locked onto the guide wire. Three requests have been made for add'l info, but non has been rec'd at this time. The product is to returned for investigation.

Manufacturer narrative:
Quality assurance product analysis is awaiting the return of the jetstream catheter. It is not known if the guide wire used is listed in the jetstream sys IFU as a compatible device. A f/u report will be submitted after the product is rec'd and investigated.